Event description:
The customer reported that the distal end of the resection shaft is broken. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to a 3rd party repair center for evaluation and the reported issue was confirmed. The device evaluation found that the tip was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the distal end of the resection shaft is broken. The issue was found in preparation for use in a therapeutic laparoscopic urologic surgery. The procedure was completed with a similar device. There was no delay reported. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to a 3rd party repair center for evaluation and the reported issue was confirmed. The device evaluation found that the tip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The cause for the reported issue cannot be definitely determined. The most likely causes are thermo-mechanical fatigue, wear and tear, and or improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To prevent device damage and or patient injury, the instruction for use provides the following: ¿ properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. ¿ visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. ¿ visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). ¿ impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. ¿ if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device. This report is being supplemented to provide additional information obtained from the customer and completion of investigation.